Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). (B)(4). Failure (event) observed during analysis. As received, the lead exhibited high impedance. Analysis found medical adhesive on the electrode ring, which was causing the high impedance.

Event description:
This report is to advise of an event observed during analysis.